Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an enterectomy and intestinal anastomosis, when using the device it was found out that the anvil cap or the entire top mark was missing. The device was searched everywhere on the operating table and under the stage with no avail. Intervention was performed bedside x-rays to confirm that there was no foreign body left. To resolve the issue, the surgeon used a new device and continued the operation. The device was search again after the operation but still not found. It was noted that the nurse was not aware of the composition of the stapler, so when the device was opened, the device felt the same as another manufacture stapler, and did not realize it needed to confirm the additional anvil tip. It was also impossible to determine whether the anvil cap was missing from the original packaging or was lost after opening the packaging.